Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported the string broke during removal and the pessary remained inside her body. She was able to manually remove the pessary. Consumer alleged upon removing the pessary she scratched the inside of her vagina and experienced unusual vaginal discharge. She went to her doctor and was diagnosed with a vaginal infection due to the scratch. She was prescribed an oral antifungal and oral antibiotic to treat the infection. Her symptoms have resolved.